Manufacturer narrative:
H11: the device was received for evaluation. Visual inspection of the actual sample showed that the set blood pump segment was perforated, which allowed the reported leakage. The report that the leak occurred more than 10 hours after the start of therapy indicates that the hole in the set tubing was not initially present. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The reported condition was verified. The cause of the component damage was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
E1: initial reported address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external blood leak was observed from the ruptured tubing of a prismaflex m150 set approximately 10 hours and 30 minutes after the start of continuous renal replacement therapy. The treatment was stopped and the extracorporeal blood was returned to the patient. The volume of blood loss was "less than 30ml". There was no report of patient injury or medical intervention associated with this event. No additional information is available.